Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00673. It was reported the patient complained of ineffective stimulation. Both of the patient's leads were found to have migrated. Patient denied any falls or trauma. Surgical intervention was undertaken and the leads were explanted and 1 lead was implanted. Postoperatively, the patient is reportedly receiving effective therapy.